Manufacturer narrative:
Concomitant medical device(s): (cn: 164-01-13, sn: (B)(4)) element-stem, collarless w/ha, std offset, sz 13. (Cn: 140-28-00, sn: (B)(4)) 12/14 biolox femoral hd 28mm +0. (Cn: 180-11-46, sn: (B)(4)) cup cluster-hole ha 46mm.

Event description:
Premature wear of polyethylene.

Manufacturer narrative:
The engineering evaluation noted in the experience reported that the underlying cause of the prosthesis wear reported cannot be determined because the devices have not been revised and, therefore, have not been returned for evaluation. "Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces" is listed in the product labeling under device specific risks. Concomitant device(s): (cn: 164-01-13, sn: (B)(4)) element-stem, collarless w/ha, std offset, sz 13. (Cn: 140-28-00, sn: (B)(4)) 12/14 biolox femoral hd 28mm +0. (Cn: 180-11-46, sn: (B)(4)) cup cluster-hole ha 46mm.